Event description:
It was reported that the device speaker is defective and needs replacement. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The remote support engineer (rse) arrange a quote for a replacement speaker assembly was sent to the customer. Based on the information available and the testing conducted, the cause of the reported problem is a defective speaker. The reported problem was confirmed. The customer was provided with a replacement speaker assembly to resolve the issue. The device remains at customer site. It has been concluded that no further action is required at this time. E1: reporting institution phone#: (B)(6).